Event description:
The recipient reportedly developed bells palsy/facial paralysis following surgery. The recipient was given prednisone. The recipient's issue is not believed to be device-related, but it is likely related to surgery. The recipient's activation went well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is using the device. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.